Event description:
The patient received her scs system on (B)(6) 2010. It was reported the patient was unable to increase stimulation to perception with diagnostics showing several contacts with high impedance. The patient reported falling on the ipg site, but did not notice a change in stimulation immediately. X-rays revealed a lead fracture in the portion of the lead with contacts 1-8. Patient was reprogrammed around these contacts with high impedance. Follow up revealed the patient is scheduled for a lead replacement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.